Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include feeling unwell. The patient was treated with unspecified intravenous fluids and insulin. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.